Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient is presenting with sound quality issues. Previous device testing results were within normal limits. Programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed below the electrode ground. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis revealed damage to the parylene coating on electrodes within the fantail. The device passed the electrical and mechanical tests performed. It is believed that the paralyne wire insulation cracks found on the electrode wires are the source of the shorts reported. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report.